Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was hospitalized due to vomiting of blood and low oxygen. A gastroscopy was performed to see what caused the hemoptysis, no finding were reported. The patient received intravenous antibiotics due to pus from the stoma. On an unreported date, a buried bumper was diagnosed and the tubing was replaced. On (B)(6) 2021, the patient was discharged from the hospital.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.